Manufacturer narrative:
(B)(4). Batch # r9451e. Date of event it 2019. Event day and event month were not provided. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. In addition, the device was received with the tissue pad damaged, melted, and 100% present. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and to display an alert screen is blade damage. Then the device was disassembled to inspect the internal components and no anomalies were found. It is possible that once the blade was damaged, an alert screen of ¿open jaws during test¿ could have resulted. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified

Event description:
It was reported that the harhd20 used in open liver resection. The power level 5 was being used and white pad looked a little worn down in the middle. Fault shown on generator says remove device and open jaws. Went through the steps and tried to activate, didn't work, new fault saying replace instrument. They unplugged the device and turned on again but a fault screen appeared and said replace instrument. Only used for approx. 5.5 hours on and off. Nurses said they did not change any settings when first setting up the device. Had to open new device. There was a delay of approximately 15 minutes and there was no adverse consequence for the patient.